Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter. Initially it was reported that an incorrect force data occurred during ablation. During ablation, the force went to 50-60g. When not ablating, the force values were okay. Changing the cable did not solve the issue. When they took out the catheter from the body, they saw there was blood on the catheter tip. Difficult to remove the blood on the tip. Additional information was received. The blood observed on the tip electrode was a char like structure. The physician considered that the char was excessive. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 30-sep-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection found reddish material and a hole in the surface of the pebax, as well as small residues of char at the dome in the tip area. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the char issue reported by the customer; therefore, the customer complaint was confirmed. It should be noted that char is a physical phenomenon of radiofrequency, it can be the normal result of the ablation process. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The force issue reported by the customer could not be replicated during the analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The carto® 3 system instructions for use (IFU) contain the following information: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-oct-2025, observed reddish material and a hole in the surface of the pebax. The bwi product analysis lab became aware of a hole in the surface of the pebax on 22-oct-2025 and have also assessed this returned condition as reportable. Explanation of codes: -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the customer¿s reported ¿char was excessive¿ issue. In addition, biosense webster inc. Analysis finding of the ¿small residues of char at the dome in the tip area¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿char was excessive¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿incorrect force data¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and the physician considered that the char was excessive. Initially it was reported that an incorrect force data occurred during ablation. During ablation, the force went to 50-60g. When not ablating, the force values were okay. Changing the cable did not solve the issue. When they took out the catheter from the body, they saw there was blood on the catheter tip. Difficult to remove the blood on the tip. This is also not normal. A new catheter solved the issue. No patient consequence. Additional information was received on 25-aug-2025. The sheath used was the vizigo medium size. No difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax was not physically cracked / broken. Unable to provide a picture. No wires exposed. No lifted or sharp rings. The device was not pre-shaped. The blood observed on the tip was a char like structure. Additional information was received on 27-aug-2025. The char was located on the tip electrode. The system did not present any error message nor did the physician / user see any product problem. No issues related to temperature and flow on the catheter. The ngen generator was used on qmode, target temperature 47c, cutoff 55c. Noted 53 max temperature, impedance between 100 ¿ 125 and power 50 watt. The patient was anticoagulated. Act above 300. The physician considered that the char was excessive. The physician did not consider the amount of char observed caused a potential risk to this patient. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. The duration of ablation was not used greater than 60 seconds. The contact force was unreliable; therefore, does not know the average contact force. The irrigation rate was not used outside of those prescribed. Normal flow rates of 15ml high flow, 4ml low flow for qdot. The pre-ablation high setting was 2 seconds. Heparinized normal saline was used as the irrigation fluid. The carto visitag module settings were normal values : respiration adjustment on, minimal time 3seconds, qmode+ 3seconds,, 25%force over time, minimum force 3g/ enable tag index. The color options used were red. The event was originally considered non-reportable, however, bwi became aware on 27-aug-2025 that the physician considered that the char was excessive and have re-assessed the char issue as reportable. The awareness date for this record was 27-aug-2025.